Event description:
I went to (B)(6) spa in my neighborhood. I told a woman named (B)(6) that I needed my upper lip to be filled with botox or fillers. She promised she would do that; today is the 25th, and I do believe I have been swindled. I what paid for, I did not get. My lips look as I had no procedure done. Reason for use: to pump lips.